Manufacturer narrative:
The investigation of ow pump flow has been completed. The impella device was not returned for evaluation. Data logs confirmed the failure mode & clinical narrative. Logs showed after pump started and several suction alarms observed at the end of case with low flows. Per clinical doctor visualized clot on inlet of pump with suction alarms. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella 5.5 encountered low flows alarm. A clot was seen on the tip of the impella 5.5 after having suctions alarms and intermittent placement signal not reliable alarms, regardless of repositioning. The impella was removed and replaced successfully.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The product was not returned. Data logs indicate intermittent placement signal not reliable alarms with placement signal spiking to 3000. Optical 5s parameters trend indicates likely air gap failure. This failure resolved soon later. The root cause of the optical signal failure was most likely an air gap from between the console and the patient cable plug. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-12856. G1 reporting contact email updated.